Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician deployed the taxus express2 3.5x12mm drug eluting stent in the left anterior descending (lad) artery, inflating the balloon to 14 atm's for 40 seconds. The balloon was pulled back but was not removed from the guide catheter. It was put back into the lad and another MFR's 3.0x12mm balloon was put into the ostial circumflex. The 3.0x12mm balloon was inflated followed by the taxus balloon, to 14 atm's for 40 seconds. The 3.0x12mm balloon was then removed. The physician started to pull on the taxus balloon and the distal portion of the catheter started to separate but the physician was able to retrieve the entire device. No pt complications occurred. Pt status is satisfactory.